Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. The cloudy effluent started on the day of the event onset and occurred the following day. That same day, the patient was hospitalized. On an unreported date, the patient began treatment with flucloxacillin (dose, route, frequency and duration) for cloudy effluent. During the hospitalization, the pd catheter was removed, physioneal therapy was discontinued and the patient was switched to hemodialysis. Nineteen days after the event onset, the patient was discharged from the hospital with flucloxacillin. At the time of this report, the patient had not recovered. No additional information is available.